Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed approximately on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 3+. One clip was implanted, reducing the mr to 1+. On (B)(6) 2017, the patient returned with increased mr of 4+ and mitral valve replacement (mvr) surgery was planned. On (B)(6) 2018, mvr surgery was performed. During surgery, it was found that the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The clip was explanted during surgery. The patient was successfully treated with mvr surgery and confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record could not be performed, as the lot number was not provided. The reported patient effect of worsening mitral regurgitation (mr) listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported adverse event of worsening mr is due to the slda. There is no indication of product quality issue with respect to manufacture, design or labeling.